Manufacturer narrative:
P-cap locked in place properly during testing. Proceeded by using a new battery cap and a new battery. Unit powered up properly after battery installation. Unit passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, self test, sleep current measurement, active current measurement and displacement test. No unexpected low battery alarms or unexpected battery power loss noted during testing. Thump software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any relevant alarms to complaint that may have occurred in the past or during the complaint call. The adapt tool reveals two no delivery alarm recorded on 05/01/2024 and 05/15/2024 that may have triggered complaint call. No alarms noted during testing. The power management tool indicated the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification. No battery alerts or alarms relevant to complaint call noted in adapt tool. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic stack. All connectors were plugged in properly, no moisture and no anomalies noted during visual inspection. Unit was received with a scratched case. In conclusion, customer concerns of short battery life and no delivery alarms were not confirmed during testing. No relevant alarms to complaint or event date in adapt history files that may have triggered complaint call. No unexpected no delivery alarms or relevant battery alerts noted during testing. Unit functioned properly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced occluded, no delivery/occlusion alarm, failed batt test, charge/battery lasts less than expected. The customer reported no adverse event. The event involved product(s) mmt-332a, mmt-396a, mmt-1884. Troubleshooting was not performed. Customer reported a short battery life or a low battery alarm. Customer reported receiving a battery failed alarm. Customer reported a past insulin flow blocked alarm. No harm requiring medical intervention was reported. No product return is required for mmt-332a. No product return is required for mmt-396a. No product return is required for mmt-1884.